Event description:
It was reported that the pt was concerned that "something was up with his pump". He reported not feeling very well. The pump was interrogated on (B)(6) 2010 and logs confirmed that the pump motor had stalled with no motor stall recovery recorded. The first stall occurred on (B)(6) 2010 with a recovery on (B)(6) 2010. The second stall occurred on (B)(6) 2010 with no recovery. The pump was placed to minimum rate. On (B)(6) 2010, the pump was replaced. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional info has been requested, a f/u report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).